Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s klebsiella pneumoniae peritonitis. However, there is no objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was caused or contributed to this event. The patient¿s pd culture grew klebsiella pneumoniae which is organism commonly found in the human mouth and intestine. Based on the available information, it cannot be determined what exactly caused the patient¿s klebsiella pneumoniae peritonitis. However, peritonitis is a well-known potential complication in pd patients which may be associated with various potential causes. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a peritoneal dialysis (pd) patient had abdominal pain and as a result was admitted to the hospital on (B)(6) 2019 for peritonitis while out on travel. Per the peritoneal dialysis registered nurse (pdrn), the patient¿s pd effluent was positive for klebsiella pneumoniae. The patient was treated with fortaz 1 gram intravenously (IV) daily in the hospital. Further details surrounding the patient¿s hospitalization are unknown. On (B)(6) 2019, the patient was discharged from the hospital continuing antibiotic therapy with fortaz 1 gram intra-peritoneal for 10 days. The patient reportedly continued pd therapy with the same cycler without further issues. Per the patient¿s pdrn, the cause of the patient¿s peritonitis is unknown and there were no reported fresenius device or product deficiencies/ malfunctions prior to the peritonitis event.

Manufacturer narrative:
For the initial MDR was inadvertently reported as 05/11/2019. The correct date for the initial MDR report is 05/15/2019.